Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report. Device# 2 proglide, lot# 73048-6h, referenced is being filed under a separate manufacturer report number.